Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that a sensor was inserted but appeared to be bent and have a missing electrode. The customer indicated that their blood glucose was 158 mg/dl. Troubleshooting advised customer that the device would be replaced and to return the sensor for analysis.